Event description:
The subject device was labeled as a matrix coil, and instead seemed to be a bare metal coil. The subject device prematurely detached. It was successfully retrieved and case was discontinued. The condition of the patient was not affected by this event.